Manufacturer narrative:
The pump passed the displacement test and self test. However, hardware low level failures and the motor arm cannot communicate with the main arm alarms confirmed in the pump history due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. There was also a blood glucose required alarm at the same time. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.